Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via company representative receiving lioresal 500mcg/ml at 50.01mcg/day via an implantable pump. The indication for use was intractable spasticity. A pending alarm was heard. The logs were read and the date of the alarm was (B)(6) 2015 and recovery (B)(6) 2015. The pump was implanted. The reporter did not have the programmer that was used but stated that the account was new so it was assumed the programmer was new as well. No patient symptoms reported. It was further reported that the patient had reported it to the physician at the follow-up visit after implant. The patient was fine and the pump was no longer beeping since the alarm was silenced. The reporter was told that the cause was that it had motor stalled during shipping and then recovered shortly after. It was not until implant and update that the pump started beeping.